Manufacturer narrative:
Date of event: used date of social media post as an estimate.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint post-procedure, clots were noted on the device. No additional information is known at this time.